Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose and the customer reported that their insulin pump had multiple pump error. The customer blood glucose level was 51 mg/dl at the time of incident and the current blood glucose of the customer was 138 mg/dl. Customer reported that they performed self test and they got pump error. Customer reported that the insulin pump had crack on select button. Customer did not provide any symptoms regarding to low blood glucose episode. The customer was treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, the motor arm cannot communicate with the main arm and hardware low level failures alarm confirmed in pump history (variableinfo = 3) due to broken trace at pin # 6 on keypad assembly. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay.